Event description:
1. There was an allegation of questionable high elecsys ft4 IV, elecsys ft3 iii, and elecsys tsh results for one patient sample tested on a cobas e 411 analyzer (disk system). 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the event's specific cause could not be determined. 2. Summary of follow-up/corrective actions taken: the field service engineer replaced parts, performed mechanism checks, and verified that the analyzer was working according to specifications. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No.